Event description:
On 23-apr-2026, a facility representative reported via (B)(4) that when the ar-6480 dw arthroscopy pump ran on outflow, the lever slowly popped up during a case. No patient was affected. Additional information was received on 27-apr-2026. The rep confirmed that arthrex inflow and outflow tubing was used during a rotator cuff repair procedure. The pump settings were not recorded, but it still worked and was used with the outflow closing mechanism creeping open. No media was captured, no overpressure events occurred, and an arthrex rep was present during the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.